Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.

Event description:
A customer reported being shaky and receiving imprecise readings of 250mg/dl, 189mg/dl, 173mg/dl, and 166mg/dl on their freestyle meter. All readings were taken within ten mins and from a finger sample site. All readings fell into the 'a' zone on the parkes error grid indicating that the difference between the readings is not clinically significant. The customer reports drinking juice and sugar water and continued to feel shaky and nauseous. The customer called the paramedics and was transferred to the hosp.